Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the power supply was observed to be missing from the power supply. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "missing component" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that t.w. Power supply (B)(6). Voltage adjustment/current adjustment knob/power setting knob that was purchased in 2018 has been lost. It is a general problem and has not occurred during surgery, but rather it has been discovered that the knob is missing and as a result there is no control over the exact voltage setting that is set using the knob/current adjustment knob. Voltage adjustment using the current adjustment controller setting is difficult and the exact level set is not visible. The rotary knob is only fixed with a small allen screw. The device is currently being used without a rotary knob! No delay. The defective device did not cause damage/effects/harm for the patient.